Event description:
Customer reported to beckman coulter, inc. (Bec) that the waste sump area of the unicel dxc 800 synchron system was leaking. There was no report of erroneous results reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found build up in waste sump was flaking off and clogging the drain valve. The issue was resolved after the fse cleaned the canister and valve.

Manufacturer narrative:
(B)(4).